Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 17139413/17139413/16714826.

Event description:
It was reproted that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein the entire spinal cord stimulator system was removed. No further information could be obtained despite good faith efforts.